Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient smelled an odor of scorched plastics/ electronics.  The controller was not hot to the touch and it did not stop working.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (Implant date n/a). One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Additionally, thermal readings of the controller were normal. An internal analysis of the controller did not reveal any abnormalities; the reported odor of "scorched plastics/electronics" was not confirmed.  As a result, the controller operated as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.